Event description:
The customer reported that the sheath was inserted with difficulty during deployment of vasoseal. When withdrawing the plunger, the sheath/hub fell off leaving the sheath in the leg. Manual pressure was maintained on the arterial site. A small incision was made at the site and the sheath was retrieved intact and without difficulty. The incision was closed and a pressure dressing was applied. No hematoma was noted and there was no complications of discomfort throughout the procedure.